Event description:
Per the clinic, the patient experienced poor performance with the device, resulting in the decision to explant the device. The device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery.